Event description:
A micro driver rx coronary stent system, length 24mm, diameter 2.25mm was intended to treat a lesion in a pt's circumflex obtuse marginal. It was reported that the device could not pass through the lesion. The vessel was reported to exhibit excessive tortuosity and moderate calcification. The lesion was predilated with a 2.0x20mm balloon to 16 atm for 1 inflation. The device was visually inspected prior to use with no issues noted. The physician reported resistance advancing the stent to the target lesion in the circumflex obtuse. The device was removed and another micro driver stent of same size was used to treat the lesion. The pt was fine post procedure and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. The stent was on the balloon of the returned device. A small amount of blood residue was evident between the balloon folds. The distal tip was slightly flared. The first two distal stent segments were flared. Proximal stent segments 1, 2 and 5 were deformed with raised struts. The first five segments appeared to have moved proximally, with the 1st segment positioned over the proximal marker band and pillow, indicating that the damage occurred as the device was advanced. Cd or procedural images were not provided for review.

Manufacturer narrative:
(B)(4) - (stent deformed during procedure): evaluation results, conclusions: excessive tortuosity, moderate calcification.